Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics noted. Unit had scratched display window and cracked display window corners.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that he showered with the device next to him prior to the alarm occurring. Blood glucose level at the time of the incident was 50 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.